Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous vessel. A 7.0 x 20, 40cm mustang¿ balloon catheter was advanced for dilation and the device was inflated twice at 10 atmospheres and 12 atmospheres respectively. However, on the third inflation at 14 atmospheres for 20 seconds, the balloon ruptured due to calcification. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).